Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was originally admitted into the hospital with rv failure. The patient then experienced low flow alarms, developed hematuria and significant hemolysis. The hospital staff exchanged the pump due to suspected thrombus. The patient remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.